Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call of receiving a no delivery alarm and insulin pump stating "no insulin". Customer's blood glucose at the time of call was 436 mg/dl. During troubleshooting, customer was assisted in performing two 5.0 unit fixed prime and insulin did exit the first time, but did not exit the second time. Customer was advised that set may have been occluded and was advised to change entire set. Products would be replaced.